Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the distal end of the superior vena cava (svc) coil sustained damage after retracting the lead from the sheath during the implant procedure. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the superior vena cava defibrillation coil is distorted at 36 and 43.5 cm. If information is provided in the future, a supplemental report will be issued.